Event description:
Caller reported on behalf of the customer who was unable to test glucose due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer experienced weakness and dizziness and was unable to self-treat. Customer was treated with orange juice by a third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection performed on the returned meter and, no visible contamination or damage was observed. Inserted retained batteries on returned meter and the meter did power on with button depression. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. The manufacturing date of the meter is 29-oct-2015 and the useful life of freestyle neo meter is 5 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If additional information is obtained a follow up will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported on behalf of the customer who was unable to test glucose due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer experienced weakness and dizziness and was unable to self-treat. Customer was treated with orange juice by a third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.